Event description:
Country of complaint: (B)(6). Needle and thread detachment. Has happened in different gyn procedures. Some sutures are found to be not connected to the needle while in the envelope.

Manufacturer narrative:
Evaluation on-going.